Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient could not feel stimulation. The patient programmer showed stim was on. The patient tried a different amplitude of therapy but could still not feel stimulation. The patient was redirected to their healthcare provider (hcp) to see if another program should be used. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and failed back syndrome -other.